Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman laa closure device was successfully deployed in a left atrial appendage. At the patient's 45 day follow up appointment, the watchman implant was noted as missing and not intact in the laa. The device was found to have embolized into the distal abdominal aorta. This device was removed via successful open vascular surgery. The patient was doing fine following these events.